Event description:
This rv lead was capped (B)(6) 2025 due to elevated thresholds, system was subsequently explanted on (B)(6) 2025 due to pocket erosion. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned for analysis. An additional cut into the insulation was found 3 cm distal to the is-1 connector pin. These cuts probably occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported elevated threshold. Due to the reported erosion, the sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.